Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product returned received is for the receiver. The sensor, which is the actual product at fault, not returned.